Event description:
It was reported that a versacross assess solution was selected for a watchman procedure. After transeptal crossing a suspected pericardial effusion (pe) was noticed via transesophageal echocardiogram (tee), no measured reference images were taken prior to transeptal puncture (tsp) so it could not be determined if pe was new or growing. Patient remained stable throughout the procedure. In an effort to be overly cautious, the implanter decided to reverse heparin and to remove the transeptal wire and watchman truseal sheath. A tte was performed on the table and no effusion was appreciated. Will reevaluate in the morning via tte. No further patient complication were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.